Event description:
A 16 mm diameter x 8.5 cm length aneurx iliac stent graft was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm. Vessel morphology is unknown. The patient has a history of lung cancer and a ventral hernia. It was reported that the left iliac artery was dissected during the procedure. It was also reported that the physician was unable to gain access to the aneurysm sac with the bifurcated device. After 3 hours of unsuccessful attempts to gain access, the decision was made to convert the patient to open surgical repair of the aneurysm. The patient's post-procedure status is unknown.